Manufacturer narrative:
Outcome of investigation is pending. A final report will be submitted upon completion.

Event description:
The clinical nurse specialist reported, "a pta was using a minilift200 with a female patient who was approx. 375 lb. It was her first time standing using the minilift200. She was engaging with using her arm strength to help the lift stand her (on the footplate) and her buttocks was about 1" off the bed when the lift cross bar went out of position they sat her back down and got another minilift200". No injury occured.